Event description:
It was reported that there were irregular qrs spikes noted on telemetry after the patient underwent a pericentesis. A device check was performed and showed that the right atrial (ra) lead experienced possible non-capture with high threshold readings since implant and possible atrial undersensing. Two days later another device check was performed which showed small p-waves and intermittent right atrial (ra) lead undersensing. Attempts to obtain additional information were unsuccessful. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.